Manufacturer narrative:
Software investigation in progress. Eval of incident currently indicates user error in choosing the wrong pt.

Event description:
A medtronic ent rep reported that during an ent surgery, the site realized, after the procedure was completed, they had performed surgery using the wrong pt scans. The surgeon had performed the tracer registration and it passed. The surgeon recognized that the pt was incorrect and the registration passed, however, because the case was an ethmoidectomy and navigation was not necessary, the surgeon decided at that point not to use navigation. The medtronic ent rep reported that the pt was not affected. He stated that the nurse may have chosen the wrong pt as the pts were right beside one another on the pt list. There was no impact on the pt outcome.